Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock. It was noted that the noise was able to be reproduced with arm movements/manipulations. Device therapies were programmed off and the patient was admitted to the hospital for further investigation. Technical services (ts) discussed potential causes and troubleshooting options. An electrode fracture was suspected. A procedure was scheduled to explant and replace the electrode. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. An electrode fracture was unable to be confirmed. This electrode and s-ICD were explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
It was reported that this device would be returned for analysis; however, the product has not been received. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided. The returned electrode was thoroughly inspected and analyzed. The electrode was returned in two segments severed 53 millimeters (mm) from the terminal end. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock. It was noted that the noise was able to be reproduced with arm movements/manipulations. Device therapies were programmed off and the patient was admitted to the hospital for further investigation. Technical services (ts) discussed potential causes and troubleshooting options. An electrode fracture was suspected. A procedure was scheduled to explant and replace the electrode. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. An electrode fracture was unable to be confirmed. This electrode and s-ICD were explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock. It was noted that the noise was able to be reproduced with arm movements/manipulations. Device therapies were programmed off and the patient was admitted to the hospital for further investigation. Technical services (ts) discussed potential causes and troubleshooting options. An electrode fracture was suspected. A procedure was scheduled to explant and replace the electrode. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. An electrode fracture was unable to be confirmed. This electrode and s-ICD were explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
It was reported that this device would be returned for analysis; however, the product has not been received. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock. It was noted that the noise was able to be reproduced with arm movements/manipulations. Device therapies were programmed off and the patient was admitted to the hospital for further investigation. Technical services (ts) discussed potential causes and troubleshooting options. An electrode fracture was suspected. A procedure was scheduled to explant and replace the electrode. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.